Event description:
It was reported that a surgeon implanted a stainless steel rod with a titanium fixation set. A revision surgery was performed a few days later to replace the stainless steel rod with a titanium rod.

Manufacturer narrative:
The device or applicable films have not been returned to medtronic for evaluation. A review of the device history records was not possible without additional product information. Unable to determine cause of event.